Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. On (B)(6)2017, 366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("medical device removal / mispositioned intrauterine device") and embedded device ("there are silver, metallic coils embedded in the right and left cornua") in a 27 year-old female patient who had essure inserted (lot no. C55832) for female sterilisation. The patient had a medical history of varicosity, trauma, sickle cell anemia, mental disorder, hepatic disease, diabetes mellitus, chronic kidney disease, breast disorder, adenomyosis, acid reflux (oesophageal), herpes nos, left lower quadrant pain, migraine, anxiety, depression, obesity, pelvic pain, parity 2 and multi gravida. Previously administered products included: mirena for bleeding. The patient had a family history of hypertension, hypertension, diabetes and cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 424 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted: insertion date. As per argus 01-jan-2016 as per mr 30nov2015. Discrepancy noted: removal date. As per argus 01-jan-2017 as per mr: 27jan2017. Right - 4 coils remained visible. Left - 3 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: final diagnosis: uterus, cervix, bilateral fallopian tubes: cervix with focal endocervical chronic inflammatory mildy disordered weakly proliferative endometrium without evidence of atypia, hyperplasia or carcinoma. Adenomyosis serosal surface with focal adhesions. Bilateral fallopian tubes with no significant pathologic changes. Essure devices identified grossly in bilateral fallopian tubes. No evidence of malignancy. Clinical information: acute pelvic pain, female. Gross description: there are silver, metallic coils embedded in the right and left cornua. The right fallopian tube is 6 cm long, 0.7 cm in diameter with open fimbriae. The left fallopian tube is 5.5 7 cm long, 0.6 cm in diameter with open fimbriae. [Pregnancy test] on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure micro-insert embedded, device dislocation. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, event: "medical device removal updated to device dislocation" , new event "essure micro-insert embedded" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2016, the patient had essure inserted. On (B)(6), 2017, 366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("medical device removal / mis-positioned intrauterine device") and embedded device ("there are silver, metallic coils embedded in the right and left cornua") in a 27 year-old female patient who had essure inserted (lot no. C55832) for female sterilisation. The patient had a medical history of varicosity, trauma, sickle cell anemia, mental disorder, hepatic disease, diabetes mellitus, chronic kidney disease, breast disorder, adenomyosis, acid reflux (oesophageal), herpes nos, left lower quadrant pain, migraine, anxiety, depression, obesity, pelvic pain, parity 2 and multi gravida. Previously administered products included: mirena for bleeding. The patient had a family history of hypertension, hypertension, diabetes and cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 424 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted: insertion date as per argus (B)(6) 2016 as per mr (B)(6) 2015 discrepancy noted: removal date as per argus (B)(6) 2017 as per mr: (B)(6) 2017 right - 4 coils remained visible left - 3 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: final diagnosis: uterus, cervix, bilateral fallopian tubes: cervix with focal endocervical chronic inflammatory mildy disordered weakly proliferative endometrium without evidence of atypia, hyperplasia or carcinoma. Adenomyosis serosal surface with focal adhesions. Bilateral fallopian tubes with no significant pathologic changes. Essure devices identified grossly in bilateral fallopian tubes. No evidence of malignancy clinical information: acute pelvic pain, female gross description: there are silver, metallic coils embedded in the right and left cornua. The right fallopian tube is 6 cm long, 0.7 cm in diameter with open fimbriae. The left fallopian tube is 5.5 7 cm long, 0.6 cm in diameter with open fimbriae. [Pregnancy test] on 30-nov-2015: negative. . Lot number c55832, production date2014-05-13, expiration date2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.